Manufacturer narrative:
Date of event is unknown. Date of implant is unknown.

Event description:
It was reported that the patient lost therapy due to high impedance. Further investigation also found lead fracture. In return, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.